Event description:
It was reported that patient suffered a cardiac arrest at home and the patient was deceased prior to the arrival of the emergency medical technicians on (B)(6) 2012. The wife reported to the emergency medical technician that the device was not working. The patient died approximately three years post implant of the implantable pulse generator. The cause of death was reported as coronary artery disease.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 5092-52, implanted: (B)(6) 2002; product ID: 5592-45, implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.